Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to kinked haptic noted upon insertion. The incision was enlarged. Reportedly, a second attempt to insert another lens of same model had the same issue (kinked haptic). Additional information has been requested, but has not been received. This is for lens 1 of 2. Reference MDR# 1119279-2014-00312 for lens 2 of 2. Reference MDR# 1119279-2014-00313 for delivery device 1 of 2 used during the procedure. Reference MDR# 1119279-2014-00314 for the other delivery device 2 of 2 used during the procedure.